Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred during bolus. The customer's blood glucose (bg) level was impacted 300 mg/dl. The customer changed supplies and resumed insulin delivery. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. It was indicated that the customer had manual injections and latus for alternate insulin therapy.